Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's communicator recorded a red call doctor icon (rcd) alert which indicates a potential change in the patient's implanted device and that data was not able to be correctly transferred. After power cycling the communicator, the issue was resolved and the data was able to be transmitted. Further information was received indicating that the rcd alert was triggered due to a high right ventricular (rv) pacing impedance out-of-range. Pacing impedance was irregular and the therapy was programmed off eventually. It was decided not to replace this patient's rv lead as the patient had recently recovered from a cardiomyopathy procedure. This implantable cardioverter defibrillator remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's communicator recorded a red call doctor icon (rcd) alert which indicates a potential change in the patient's implanted device and that data was not able to be correctly transferred. After power cycling the communicator, the issue was resolved and the data was able to be transmitted. Further information was received indicating that the rcd alert was triggered due to a high right ventricular (rv) pacing impedance out-of-range. Pacing impedance was irregular and the therapy was programmed off eventually. It was decided not to replace this patient's rv lead as the patient had recently recovered from a cardiomyopathy procedure. This implantable cardioverter defibrillator remains in service and no adverse patient effects were reported.